Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned to dexcom for evaluation. Because a sensor is a once time use device, it is unnecessary to perform an investigation on the device as it is determined to be unnecessary. Therefore, the reported event of inaccuracies was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on 10/05/2015. No additional patient or event information is available.